Manufacturer narrative:
Product ID neu_unknown_prog, serial# unknown; product type programmer, physician product ID 8731sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the healthcare provider was seeing a safe state-reset occurred message. The patient was getting the pump replaced (B)(6) 2015. After the message occurred the pump was less than 1 month eri. Patient symptoms, drug or outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4)